Manufacturer narrative:
Device evaluation results ? One level 1 hotline low flow system was returned for investigation in used condition. The enclosure and tank cover were cracked. The investigator noticed wear and tear damage on the line cord, pole clamp, and front cover. The unit also had an outdated pcb and power switch. The customer reported product problem (fluid leak) was confirmed during testing. The unit was leaking from the cracked tank cover and a crack under the drain tube. The crack was caused by the customer. User interface was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking fluid. No patient injury or complications were reported in relation to this event.